Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the four staplers were not able to fire, the surgeon was able to press the green button and the handle did not squeeze.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the first three returned products noted that the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. There were staples protruding from proximal staple cartridge channel. There was a visible gap between I-beam and the sled while the interlocks were engaged. Visual inspection of the fourth returned product noted that the fourth reload had a full staple complement. Functionally the reloads were loaded into a post market vigilance instrument, the first three reloads interlocks were overridden, and all the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.